Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The allegation against the device was confirmed. A coulomb counter test was performed, and it was noted that the v230 was drawing more than allowable current. Detailed analysis confirmed that the device has leaky c5, c52 and c24 due to exposure to hydrogen.

Event description:
It was reported that the gas gauge of this pacemaker went from three and half years to five months in a span of one year. There were no programming changes over the last year. The patient had an atrial fibrillation. The battery diagnostic data indicates that the power consumption of this device has been increasing during the past year. The malfunction appears consistent with other pulse generators that have had continuous average power increases. Furthermore, the device was explanted due to premature battery depletion. No additional adverse patient effects were reported.